Event description:
It was reported that this event involved a pt with arterial calcification. The introducer sheath was inserted without difficulty. When the iab was passed through the sheath, it only advanced part way. Since the pt's condition was deteriorating the assembly was removed. The pt expired three days later of causes unrelated to this event.